Event description:
The dr was unable to draw blood back on the central lumen. When the iab was removed, the balloon tip was bent. A second iab was inserted into the pt right groin without complications. Event complications: unk - rpt'd 8/5/97; none - rpt'd 9/29/97. Pt current status: no complications.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with blood noted on the balloon's exterior surface and between the catheter and sheath. The membrane was noted to be completely unfolded. Laboratory examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. Examination of the inner lumen revealed it to be pt. A trace amount of blood was noted within the inner lumenbut it did not contain any clots. As a test, water was aspirated through the inner lumen with no abnormal resistance encountered. A laboratory .032" guide wire easily passed through the inner lumen with no abnormal resistance encountered. The inner lumen was within co mfg specifications. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of the rpt'd difficulty based on the given event description or laboratory examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Co instructions for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the femal luer fitting. Do not manually flush the central lumen with a syringe."